Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board and central processing unit (cpu) would need replacing to address the issue. No parts were replaced, and the device will be scrapped. Additional findings not related to the malfunction/issue was the speakers would need to be replaced. No part was replaced, and the device will be scrapped.